Event description:
It was reported that the 2600 system had a regulator failure error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage regulator board connection was reseated during the service call. The system was tested and found to be working as intended, and put back into service.